Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, (2) 3.5x15mm, and a 3.0x18mm xience v stents were successfully implanted in the left main (lm) and proximal left anterior descending (lad) coronary artery lesions. Starting on (B)(6) 2016, the patient was hospitalized due to angina, ischemia, and in stent restenosis. Another percutaneous intervention was performed in the proximal lad stent. The event resolved without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, ischemia and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2016, the patient was hospitalized and another percutaneous intervention was performed in the restenosed 3.0x18mm xience v stent, implanted in the proximal left anterior descending (lad) coronary artery. On (B)(6) 2016, the patient was discharged from the hospital.